Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.